Manufacturer narrative:
Additional information: a review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse stated the customer reported getting z overrun error which is associated with error 2101, where the main arm sample nozzle is unable to detect and/or pick up the sample tip. The fse confirmed the error on the error log and was able to reproduce the issue by attempting to discard the tips. The fse realigned and lubricated the sample nozzle flag which resolved the issue. The system initialized and functioned normally. The aia-2000 analyzer returned to operation. No further action required by field service. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from installation date of (B)(6) 2019 to aware date 29oct2019. Two other similar complaints were identified during the search period. The aia-2000 operator's manual states the following: [2101] tip detachment failure by hybrid arm cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The probable cause of the issue is attributed to the main arm sample nozzle. Realignment and lubrication of the sample nozzle resolved the issue.

Event description:
A customer reported receiving error 2101 tip detachment failure by hybrid arm while operating on the aia-2000 analyzer. Prior to calling, the customer found two probe tips on top the other, on the sample probe. The customer removed the tips and was able to operate the analyzer. However, the next day, the customer reported error 2101 continued. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Correction: h10. A complaint history review and service history review for similar complaints was performed for serial number (B)(6) from installation date of (B)(6) 2019 to aware date (B)(6) 2019. Two other similar complaints were identified during the search period.